Event description:
Report received of pt receiving intrathecal medication for pain diagnosed with inflammatory mass. Hcp planning to remove catheter, resect mass and place distal to the mass. A follow up report will be sent when add'l info is received.